Event description:
It was reported that a patient underwent an unspecified da vinci-assisted surgical procedure and was admitted to the ICU post-operatively for 1 week. The surgical team intended to perform an unspecified re-operation via open surgery but did not perform it eventually. The patient was reported as "survived." Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication(s) is unknown. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Unable to perform system or instrument logs review with the lack of event date, product and procedure information on file at the time. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient was admitted to the ICU for one week for an unspecified reason. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Manufacturer narrative:
A review of the site's system logs was conducted by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) supervisor. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: a3, b3, g3, g6, h2, h6, and h10. On 20-feb-2022, intuitive surgical, inc. (Isi) received the following additional information from the surgeon about the reported event: the da vinci-assisted surgical procedure was performed on (B)(6) 2021. There was no malfunction of isi system or robotic instrument and no intraoperative complication. The patient had a rectal cancer located around 12 cm from the anal verge. In the postoperative period, there was some bleeding, which was managed conservatively. The patient was not admitted to the ICU. The patient was discharged on the 7th postoperative day.